Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were several non-sustained ventricular fibrillation episodes due to noise on the right ventricular channel. The lead was capped and replaced during a device replacement procedure for normal elective replacement indicator (eri) and the patient was stable.